Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to colitis and high blood glucose on (B)(6) 2018 with blood glucose of 385 mg/dl. The customer was treated with IV drips. Customer's blood glucose was 214 mg/dl at the time of call. Customer also reported that the insulin pump had a button error and the buttons were unresponsive. And confirmed that the time was advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis. Frn-reservoir.